Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Chest compressions were also reported. There were no events in the arrhythmia logbook at the time of the syncope. However, there were many non-sustained ventricular tachycardia (vt) episodes. A retrograde test was performed and the results were negative.

Manufacturer narrative:
An analysis of the strips sent in indicated a 1:1 atrial tachycardia with a morphology change and ventricular conduction. It appeared this rhythm was enough to have rhythm ID determine it was uncorrelated. The device was not believed to be the cause of the syncope. No additional adverse patient effects were reported.